Event description:
Spontaneous call from patients' mother. Patient's ms3 pumps keeps shutting off and rebooting while in use. No alarm or error message from the pump. New battery placed in pump and battery indicator shows full charge. New pump being couriered to patient. Patient did not experience any adverse events. Patients has switched to back up pump. No other information provided. Reported to (B)(6) by: patient/caregiver.